Event description:
The technician alleged the side rail will not latch intermittently. No patient impact.

Manufacturer narrative:
The technician found the side rail latch is sticking inside the side rail center arm. The technician replaced the side rail latch and latch pin to resolve the issue.